Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (event site postal code: (B)(6)). It was reported that during inspection, the cs100 intra aortic balloon pump (iabp) cart caster broken. No patient involvement. A getinge field service engineer (fse) replaced the one front (recorder side) caster. Driving operation tested good.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the caster (0401-00-0062). A driving operation test was performed. Testing was good. The failure analysis and testing(fat) dept. Performed a visual inspection and found the caster broken and in pieces.the fat dept. Verified the complaint of a broken cart caster. Retaining the caster in the fat dept. Per procedure (B)(6) rev. Ar.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name : date medical services co., ltd. Shiga branch. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during customer inspection in progress by customer, the cs100 intra-aortic balloon pump (iabp) unit's cart caster is broken. There was no patient involvement.